Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific device, exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was noted that shock impedances via the proximal coil were within normal limits. Technical services (ts) discussed troubleshooting options and programming considerations, and defibrillation threshold (dft) testing was recommended. This rv lead remains in service. No adverse patient effects were reported.